Event description:
It was reported that before the implant procedure, the wireless telemetry was attempted but unable to interrogate the device and the device did not appear on the programmer screen. Another device was used for the procedure. After the procedure a second programmer was used. Wireless telemetry was attempted again. The programmer was able to recognize the device, but was not able to interrogate the device. Wired telemetry was attempted with the second programmer but was unable to interrogate the device. Using a third programmer, wired telemetry was attempted. The programmer auto-recognized the device, the software started up, but was unable to interrogate the device. There was no patient involvement in the event.

Manufacturer narrative:
Product event summary: additional analysis determined that and open circuit within diode d301 was the cause of the no-wireless telemetry condition. Physical analysis confirmed that the failure was due to ball bond separation from the lead frame.

Manufacturer narrative:
The analyst noted that attempts were made to establish telemetry c on two separate programmers, but telemetry c was able to be established on either programmer. Product event summary: further analysis was performed. During the analysis of the returned device the failure on the hybrid disappeared. Analysis confirmed that the device had no telemetry-c due to the to the rf module. However, the rf module functioned nominally after being removed from the hybrid. With the failure cleared and unable to be-reintroduced, the analysis was terminated with no root cause determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst noted that the device was received in its original shipping container. (B)(4).